Event description:
Device used on a patient to close an eyebrow laceration. Product got into the child's eye lashes and they were bonded together. The user facility was called for more information but there was no answer. No further info provided. Current status of the pt is unknown.